Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the upper buttocks on (B)(6) 2022. On (B)(6) 2022, the pediatric patient developed redness under the entire area of the sensor patch. The reporter consulted with a doctor and received a prescription for the oral antibiotic flucloxacillin as the steroid cream hydrocortisone. The reporter also received a compeed plaster to help with the hypersensitivity her daughter was experiencing. The patient was doing fine at the time of contact. No additional patient or event information is available.